Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. There were no patient complications.

Manufacturer narrative:
Follow-up report #01. Sections b2, b4, g6, h2 and h10 have been updated with new information. A correction was made to section b2 adverse event type. A type was previously selected by mistake. This is a malfunction only report. So all types are left unchecked.